Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Review of x-rays indicated that the tibial component appears to be loose and has rotated laterally and the bone quality appears markedly osteopenic. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent revision surgery 11 months post initial surgery to address an infection. Review of the x-rays provided indicates tibial loosening and has rotated laterally. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Concomitant medical product: nexgen prolong lps flex articular surface, catalog #: 00596203210 lot #: 63371115. Nexgen lps flex femoral component, catalog #: 00596001551 lot #: 63424066. Nexgen headed screw, catalog #: 00579104100 lot #: 63372257. Nexgen headed screw, catalog #: 00579104100 lot #: 63328458. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-08711, 3007963827-2017-00296.

Event description:
It was reported that the patient was revised to address an infection. No additional patient consequences were reported.